Event description:
At the refill on (B)(6) 2014, a volume discrepancy was noted with the actual residual volume greater than the expected residual volume. The healthcare professional aspirated 18.5; the expected volume was not reported. The pump logs were checked and showed a motor stall and recovery on the same day in august when the patient had an MRI. The patient did not have any symptoms. The last refill was in may; when the actual reservoir volume was 4.2ml and the expected reservoir volume was 3.5ml. The patient has extreme scoliosis. The hcp was setting up a catheter dye study. On (B)(6) 2014, a catheter dye study was attempted; however, the patient was too uncomfortable to lie still. Another dye study was being set-up to include sedation. The device system was used to deliver lioresal. Intervention and patient outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# l79681, implanted: (B)(6) 2001, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).